Manufacturer narrative:
(B)(4) clinical evaluation of this file assessed that this dialysis patient sustained a hip fracture following a fall and became bedridden. The patient's death is likely related to complications from the fall with hip fracture and unlikely related to peritoneal dialysis treatment with fresenius products. The device has not been returned for an evaluation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported that a patient was discovered expired. During a nursing home's regular check-up the patient was found still connected to the cycler and in treatment mode. A few weeks prior to the patient's death they had a fall and experienced a fractured hip. The patient had been alone at home and remained for one day before the patient's son transported her to the hospital. The patient was discharged from the hospital and returned to the nursing home where the patient's health was determined to be in decline since before the falling incident. Medical records were requested and not made available. The date of death was estimated and will be updated if confirmed with the patient's nurse.

Manufacturer narrative:
Sections have been updated to reflect additional information received for this reported event. Sections have been updated to reflect corrected data for this reported event. A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.